Event description:
During an in-clinic follow-up, failure to capture and increased pacing impedance was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.